Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a system replacement, the patient was stimulated through the ventricular lead and psa. A loss of capture occurred when the patient moved. The lead was explanted and replaced.